Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed; no complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the third of three reports for the same consumers involving three different unknown lot numbers of the different product. It is unknown which contributed to the event. Refer to the first and second report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An initial report was received from a healthcare professional stating approximately ten elderly consumers experienced a corneal ulcer after wearing water innovation contact lenses. This complaint is referring to nine consumers out of ten consumers. The consumers visited an eye care professional and were diagnosed with a corneal ulcer in an unknown eye. A consumers was prescribed an unknown antibiotic eye drop with an unknown frequency for an unknown period of time. The current status of the consumer¿s eye was symptoms resolved at the time of this report. No additional information regarding the event or product is known at this time.